Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer's mother reported the customer (a child of 15 years) received a scan result of 'hi' (reading >500 mg/dl) and self-treated with insulin (dose/type unknown). Customer subsequently experienced hypoglycemia with symptoms described as discomfort and malaise and was unable to self-treat, requiring treatment of "fruit, pasta, gel" by a third-party. Customer's mother arrived and a blood glucose result of 64 mg/dl was obtained on the built-in reader, which did not correlate with the sensor result. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer's mother reported the customer a child of (B)(6) received a scan result of 'hi' (reading >500 mg/dl) and self-treated with insulin (dose/type unknown). Customer subsequently experienced hypoglycemia with symptoms described as discomfort and malaise and was unable to self-treat, requiring treatment of "fruit, pasta, gel" by a third-party. Customer's mother arrived and a blood glucose result of 64 mg/dl was obtained on the built-in reader, which did not correlate with the sensor result. There was no report of death or permanent injury associated with this event.